Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached over 400 mg/dl, while wearing the pod between 4 and 24 hours on the arm.